Event description:
It was reported "jaws insert broke". The issue occurred during set up at preparation for use. There was no patient harm, no injury reported due to the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.